Event description:
It was reported that there was leakage. Patient involvement is unknown, manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. It was clarified that a leakage was detected during system checkout (sco). The part responsible for creating leakage remains unknown. With this limited information, the root cause of the reported issue can not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/01/2013. Corrected manufacture date: 11/15/2013.

Event description:
Manufacturer's ref. #: (B)(4).